Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient presented to the hospital due to dizziness and pauses were noticed, in the hospital. Review of the device found some noise oversensing. The patient is completely dependent and was admitted. Pauses as long as 10 seconds were seen overnight, which resulted in syncopal episodes. The device was programmed not to sense, outputs were programmed at maximum, and the loss of capture was still present. The health care professionals (hcp) determined that the lead was broken. The lead was abandoned surgically, and the patient is feeling much better. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.